Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device could not be attached to the device after several attempts. Another device and orvil was were used to complete the case. There was no patient injury.